Event description:
Sorin group (B)(4) rec'd a report that during priming, the pump stopped and displayed the error code 000002. A backup pump was used to complete the case w/o further issues. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump module. This incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that during priming, the pump stopped and displayed the error code 000002. A backup was used to complete the case w/o further issues. There was no pt injury. An outside biomed evaluated the pump and found a defect in the front panel. The device has been retained by the hospital. The investigation is on-going. A f/u report will be filed when the investigation is complete.